Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the lead and implantable neurostimulator were explanted on the same day as the implant on (B)(6) 2016 due to the patient experiencing right sided weakness for several hours after implant. The patient was still having weakness as of (B)(6) 2016. There was no further information, and the issue was resolved at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.